Event description:
It was reported that the insulin pump alarmed motor error during the bolus delivery. The insulin pump was not bumped, dropped or exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.